Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: is the patient well? Yes, is okay. Patient is stable with nausea and vomiting. Functional ileostomy and operative wound pain. Patient already discharged from ICU? Yes. Patient is in the hospitalization room but is still not scheduled to be discharged. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues with device performance in the initial procedure? How was the leak identified? How specifically was the leak addressed? During the initial surgery were there any staple formation issues identified? Were the other known potential causes of anastomotic leaks considered or ruled out? What is the current patient status?

Event description:
It was reported that the patient had a colectomy procedure on the right side ((B)(6), 2018). A stapler and 2 reloads were used in addition to the one that was already in the stapler (3 reloads total). The patient presented swelling in the belly and a clinical worsening. A reoperation was performed (reopening on (B)(6) 2018). It was found that the staple line was broken. There was a total opening of all staples, with extravasation of feces by the abdomen of the patient. Presented peritonitis. Stayed 2 days at cti on (B)(6) and patient is in the room in recovery.